Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The air gas module was found defective and needs to be replaced. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). No device logs were received and the defective part will not be returned for further investigation, therefore the root cause for the defective air gas module could not be determined.

Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).